Event description:
It was reported that the patient had asystole while shoveling snow. The patient presented to the hospital and was monitored overnight. The pulse generator was programmed to 4.5 v at 1.0 ms and autocapture was not enabled. Capture threshold was 0.3 v. Battery data was 2.75 v, 20.9 ua, and and 1.6 k. A chest x-ray revealed no anomalies.